Event description:
Additional information was received that a revision procedure was performed and the device was explanted and replaced without complication. The right atrial (ra) lead was surgically abandoned. The patient had previously endured a coronary artery bypass grafting (CABG) procedure, which reportedly affected both pacing and sensing on the ra lead. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory april 2007 population product advisory declared elective replacement indicator (eri). The patient implanted with this device endured an unrelated open heart procedure and currently remains admitted in the hospital. The device monitoring voltage was reportedly 2.28v and a charge time measurement of 24.6 seconds. Technical services was consulted and recommended device replacement at eri. The patient was occasionally pacer dependent and the physician was attempting to delay the changeout considering the recent procedure. No device allegations were reported and to date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.